Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported patient had sudden discomfort in their tailbone and that they could barely sit. Patient stated that they woke up a couple of times in the night from the pain and it hurt bad just above their tailbone. Patient mentioned they had not changed the stimulation at all since being implanted. Patient was advised to turn stimulation off to see if that relieved any discomfort however patient didn't have the patient programmer. Directions on how to turn stimulation off was sent to patient and redirected to healthcare professional (hcp) if that didn't help. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.